Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011, an erroneous, low total thyroxine (tt4) result, within the normal reference range, was generated on an access 2 immunoassay system for one patient sample. Upon repeat on another laboratory's instrument, the tt4 result was higher, above the normal reference range, and considered valid. The initial erroneous tt4 result was not reported out of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. System check results generated prior to the event met established specifications. However, instrument tt4 quality control results did not recover within the customer's established ranges during the timeframe of this event. The samples were run within one to two hours of each other. Samples were transported between laboratories in aliquot tubes. Samples were refrigerated during transport. Specific patient information was not provided by the customer.